Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate and error message. No death or seriout injury was associated with this incident.